Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that a patient vomited out a sheath. There were allegedly 3 incidents of the sheath coming off all performed by the same doctor.